Manufacturer narrative:
The device was not returned for evaluation; however, a complaint notification was provided. There was no device performance issue reported, so no investigation is required. The customer reported the patient experienced pericardial effusion and pericarditis; no patient injury because of the event, and case was completed successfully. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The arrive was not in use when event occurred; no alleged product issue was reported. The event occurred post-operatively to a cryo ablation procedure; the doctor informed the representative about pericarditis after the case. The patient experienced cardiac symptoms and complications, including pericardial effusion and pericarditis. Patient was not under general anesthesia, no patient injury because of the event, and case was completed successfully. It was reported the event led to an extended hospitalization, however, when asked if a medical or surgical intervention was needed to prevent permanent impairment of a function, it was reported it would not be made available (legal/confidential reason). The arrive will not be returned as it was discarded.